Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was going back in to see the manufacturer representative about it tomorrow because the pulsing and vibrations that the patient was feeling were not where it was supposed to be. Instead it was going down their leg and stiffening their left foot. The pulsing was all in their foot. The patient reported it was not going well and their foot was completely straight out. This was reported that this problem was now happening after the revision performed in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.